Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: d10: the date device returned to manufacturer has been updated to reflect the correct information. Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the 5 pin socket was corroded by fluid. The plug for connecting the handpiece was replaced to resolve the issue. The socket connection between the ID and rf boards was also secured with silicone sealant. The device was cleaned, tested, and found to be fully functional. Fluid contact is responsible for the corrosion observed on the 5 pin socket. User mishandling is the most probable root cause of the loose socket connection between the ID and rf boards, however, a definite root cause cannot be determined with the available information. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/18/2012 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported via service request that there has been no reported malfunction from the customer, no patient involvement and no surgical delay. The failure was detected during electrical saftey test at the service center